Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and indicated an occurrence of non-reproducible false positive accutni result on one patient's sample within the last month or two. The erroneous result was not reported out of the laboratory. Repeat testing after re-centrifugation of the sample produced results within the normal reference range. This result was reported. The actual pertinent data were not supplied. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a bd lithium heparin tube. Centrifugation data was not provided. No specific event qc data was supplied. The instrument is currently performing within the qc specifications. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-spinning and reanalyzing all accutni samples recovering above the laboratory's normal reference range prior to reporting results. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.